Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had medications not shown on device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the initial patient orders were not received were not received by server. A technical support specialist had verified with the customer support center (csc) and interface teams that the original orders were missing at the server level, confirmed that pyxis acts as a downstream receiving system, and advised the customer to resend the orders. After repeated discontinuations and resending, the latest orders were successfully captured by the server and displayed at the affected station. The specialist also confirmed that station communication and synchronization with the server were stable, provided guidance to check upstream systems such as cerner or medmanager in case of future missing orders. The system functioned as intended after the technical support specialist resolved the issue.